Event description:
The customer's mother reported via telephone breaking his activity guard and requested a replacement. The mother reported the customer's blood glucose being 400 mg/dl, but declined troubleshooting, saying it was caused by a lot of sugar intake without the insulin yet being active.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.